Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a post ventricular assist device procedure, a 14f manta was deployed for closure in the right common femoral artery. The arteriotomy measured greater than 9mm, no calcification and deployment depth of 6 + 1. Pulsation flow was noted post deployment. Manual pressure was applied, and an angiogram revealed extravasation. A contralateral balloon was inserted to control the bleed. A stent was placed, and hemostasis was achieved. The IFU was reviewed and lists other access site complications leading to bleeding possibly requiring surgical repair and/or endovascular intervention as a possible adverse event. The root cause of implant not being effective in creating hemostasis and requiring a stent remains inconclusive. Risk documentation has been reviewed and this is a known risk of the device. As precaution, the IFU states if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted.

Event description:
As reported: post ventricular assist device (vad) procedure, manta deployed, and pulsatile flow was noted. Manual pressure applied and angio revealed extravasation. A balloon and covered stent inflated from opposite groin access site and bleeding was controlled.